Manufacturer narrative:
Section a: patient information was inadvertently included in the initial repot. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Manufacturer's investigation conclusion: the report of low speed and pump stop events can be confirmed through the review of the submitted log file. The submitted log file contained approximately 1 month of data, spanning from 29jul2020 07:14:24 through 26aug2020 14:32:28, which captured low speed and pump stop events on 24aug2020 and 25aug2020 while the patient was supported by the mobile power unit. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the pump stop event cannot be conclusively determined through the evaluation of (B)(6) as the entire driveline was not returned for evaluation. (B)(6) was returned with the driveline cut approximately 1¿ from the pump housing and the distal end was returned in 2 portions: a 25" portion connected to the metal connector, and a 9" portion measured from the distal end. An extra 3" portion of the silicone jacket was also returned which contained no electrical wires. The sealed inflow conduit (inlet tube, flex section, and inflow elbow, apical sewing ring) was returned attached to the pump inlet port. The sealed outflow graft (bend relief and bend relief collar) was returned attached to the outlet elbow, which was attached to the outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Continuity testing was performed on the returned portions of the driveline and all wires were found to be electrically intact. The silicone jacket revealed no signs of wear or damage. Examination of the bionate revealed discoloration along the driveline. Upon removal of the bionate, areas of minor shield breakdown were noted. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the returned portions of driveline. The returned portions of the driveline were then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 27dec2018. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the pump was exchanged to an hvad. It was noted that the pump will return for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device had a red heart alarm when switching from battery to mobile power unit (mpu) on (B)(6) 2020. At that time the patient had no symptoms. Therefore, the patient visited the outpatient of the hospital. When a medical engineer checked the history in system monitor, pump off was recorded twice. The patient has already been admitted to the hospital and has battery support. Log file analysis showed 2 pump stops which appear to be occurring while the vad is connected to the mpu. This type of behavior has been linked to potential issues with the percutaneous lead. Additional information states that patient was asymptomatic. The patient is on battery power to avoid further alarms. A pump exchanged was scheduled in a few weeks.